Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).

Event description:
The customer reported: during set-up the system displayed an error message and a yellow screen the procedure was delayed as the system was switched out. The procedures were completed. No pt impact was reported. Additional information was requested.